Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes, there is underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "vacuum too low so no blood collection possible. Customer was taking blood from a patient and due to the low vacuum of the tubes the blood could not been collected. According to the customer there was no blood exposition. By "unnecessary blood loss" I mean that with the oncology patient with port-a-cath I have to discard 10ml of blood each time before I can take the blood sample, and if I have several incompletely filled citrate tubes, I also have to dispose of these."

Manufacturer narrative:
H.6. Investigation summary: material #: 363079. Lot/batch #: 2350943. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.